Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, (B)(6) 2008, and (B)(6) 2009 and meshes were implanted into the patient. It is also reported that the patient had bs ¿ repliform implanted. No clarifying information provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh on (B)(6) 2005. It was reported that patient underwent release of sling and repair of the anterior vaginal wall on (B)(6) 2005.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to bladder prolapse. It was reported that following insertion the patient experienced constant bladder pain, painful intercourse, bladder prolapse, leakage and incontinence. It was reported that the patient underwent corrective procedure on (B)(6) 2005, interstim implants on (B)(6) 2008 and (B)(6) 2008 and bladder repair in (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).